Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure by using a rotarex device. It was reported that during the thrombectomy, severe calcification caused injury to the proximal external iliac artery, and it was reported that the catheter could not be removed from the guidewire, as the wire was firmly fixed within the catheter lumen. Control angiography demonstrated contrast leakage from the proximal external iliac artery, resulting in circulatory instability due to vascular perforation. To manage the event, a retrograde puncture of the right common iliac artery using an 8 mm balloon catheter and a retrograde puncture of the right common femoral artery under x ray guidance were performed, followed by implantation of a covered stent at the site of injury, which achieved immediate haemostasis and stabilization of the patient¿s circulatory status. Postoperatively, the patient was hemodynamically stable and transferred to the intensive care unit for further monitoring.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation, a catheter and the angled were physically investigated. During physical investigation, a catheter and the guide wire stuck inside were received. The catheter had to be flushed due to the amount of dried blood inside the catheter. The aspiration test was performed and lower aspiration level than nominal was achieved. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure by using a rotarex device. It was reported that during the thrombectomy, severe calcification caused injury to the proximal external iliac artery, and it was reported that the catheter could not be removed from the guidewire, as the wire was firmly fixed within the catheter lumen. Control angiography demonstrated contrast leakage from the proximal external iliac artery, resulting in circulatory instability due to vascular perforation. To manage the event, a retrograde puncture of the right common iliac artery using an 8 mm balloon catheter and a retrograde puncture of the right common femoral artery under x ray guidance were performed, followed by implantation of a covered stent at the site of injury, which achieved immediate haemostasis and stabilization of the patient¿s circulatory status. Postoperatively, the patient was hemodynamically stable and transferred to the intensive care unit for further monitoring.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.